Event description:
Caller alleged discrepant results compared with another meter. Results as follows: date: (B)(6)2010; inratio: 5.6, 5.2; alternate meter: 6.9.

Manufacturer narrative:
Investigation pending.